Manufacturer narrative:
As reported, a 4f 65cm uf tempo catheter used in leg angiogram case. The catheter snapped about 2 inches from the tip during removal from the sheath. No pieces were left in the patient. The procedure was completed using a different catheter of the same product code. There was no reported injury to the patient. The device was prepared according to the instructions for use (IFU), with no apparent damage noted prior to use. There was no resistance or friction while advancing through the vessel, and no unusual force was required during advancement or withdrawal of the catheter. The intended procedure was a diagnostic leg angiogram, with no lesion present. The vessel showed no calcification or tortuosity, and there was no resistance while advancing over the guidewire. The cath tempo 4f uf 65cm 5sh device involved in the reported complaint was returned for investigation and was found upon visual inspection to present a separation condition located 57.3cm from the distal tip. Dimensional analysis performed near the separation area confirmed that the device met all applicable specifications, indicating no dimensional nonconformance. High magnification microscopic evaluation of the separated area identified plastic deformation and multiple elongations near the separation interface. These findings are indicative of mechanical stress, such as excessive bending, tension, or contact with another surface or object, and are consistent with tensile overload suggesting the device was subjected to forces exceeding the material¿s yield strength prior to separation. The reported ¿catheter (body/shaft) ¿ separated¿ was seed during the product evaluation. No damage was noted prior to use and product evaluation results showed signs of mechanical stress, therefore, use related factors cannot be excluded as a potential root cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled.¿ based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, a 4f 65cm uf tempo catheter used in leg angiogram case. The catheter snapped about 2 inches from the tip during removal from the sheath. No pieces were left in the patient. The procedure was completed using a different catheter of the same product code. There was no reported injury to the patient. The device was prepared according to the instructions for use (IFU), with no apparent damage noted prior to use. There was no resistance or friction while advancing through the vessel, and no unusual force was required during advancement or withdrawal of the catheter. The intended procedure was a diagnostic leg angiogram, with no lesion present. The vessel showed no calcification or tortuosity, and there was no resistance while advancing over the guidewire. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f 65cm uf tempo catheter used in leg angiogram case. The catheter snapped about 2 inches from the tip during removal from the sheath. No pieces were left in the patient. The procedure was completed using a different catheter of the same product code. There was no reported injury to the patient. The device was prepared according to the instructions for use (IFU), with no apparent damage noted prior to use. There was no resistance or friction while advancing through the vessel, and no unusual force was required during advancement or withdrawal of the catheter. The intended procedure was a diagnostic leg angiogram, with no lesion present. The vessel showed no calcification or tortuosity, and there was no resistance while advancing over the guidewire. The device will be returned for evaluation.